Event description:
It was reported that a patient presented in an unknown manner. Examination of the patient revealed that the patient's pacemaker had exhibited functional under-sensing, leading to an observed patient arrhythmia that was not resolved by the device. Corrective programming changes were recommended but were not yet made. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.